Event description:
During primary surgery two clavicle pins broke while inserting into the patient. The second pin that broke, a portion was left in the patient by choice to reduce the fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.